Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, both a leakage and electrical test were performed. The results of the tests revealed a leak between the plastic cover and distal end (failing adhesive). Additionally, it was noted that the tubing was clogged, and the adhesive as well as the light guide lens were both dirty. The universal cord had noted buckling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera ii duodenovideoscope due to a air/water flow issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end of the device had a gap in it. This report is being submitted to capture the failing adhesive noted at the distal end of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to update b3 of the initial medwatch. Update to b3 of the initial medwatch. The event date should be 08-feb-2022. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was/was not confirmed. Additionally, the repair center found the following. - inside of light guide lens was dirty. - due to damage, switch1 does not work. - forceps channel port has a scratch. - grip has a scratch. - air water-cylinder has discoloration. - suction cylinder has discoloration. - switch box has a scratch. - cover unit has a scratch. - connector has a scratch. - due to a crack on distal end, water tightness is lost. - due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. - due to clogging of air/water tube, no air/water is fed. (There is no evidence of foreign material. ) - due to wear of angle wire, bending angle in up direction does not meet the standard value. - connecting tube has a scratch. - due to annual inspection, parts must be replaced. - adhesive around objective lens is dirty. - light guide lens is dirty. - distal end is shaved. - universal cord has buckling. - multiple scratches and signs of physical stress applied were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that physical stress generated gap at the light guide lens glue. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscope : inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.